Event description:
It was reported that a 36-year old african american female patient underwent breast augmentation with two unspecified mentor smooth gel implants. Post-operatively, the patient was advised by their healthcare professional that they will need bilateral capsulectomy. Although it was not specified, it is assumed that the patient is suffering from bilateral breast capsular contractures. Follow-ups are in progress and when clarifying information is made available, a supplemental will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 6, 2023, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
On may 11, 2023, mentor received additional information indicating that the patient has undergone breast implant removal surgery on may 3, 2023. In addition, the suspect medical devices were the following: (left) 250cc mentor memorygel breast implant catalog: 3502504bc lot: 7628060 and (right) 250cc mentor memorygel breast implant catalog: 3502504bc lot: 7699843. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lastly, the patient's implants were replaced with the following devices: (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9687822 sn: (B)(6) and (right) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9687833 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast ptosis, capsular contracture